Manufacturer narrative:
This instrument was transferred to engineering for further investigation: the initial failure analysis was confirmed. The crimping issue was noticed to have an exposed conductor wire; there should be no visible exposed wires. The intermittent continuity was also confirmed and was found to be related to the crimp in question. A continuity test was performed from the instrument electrode at the jaws to the generator conductor. Continuity was verified but when moving the crimp in question, continuity would be lost.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the synchroseal instrument. The instrument passed the recognition and engagement tests when placed on the system arm. The instrument cord was successfully inserted into the bipolar port of the generator. The white led light illuminated from the generator indicating that the instrument was recognized for energy delivery. The instrument moved intuitively. The pedals were activated for cut electrode/sealing; hyowever, energy delivery appeared to be intermittent. Continuity test for the cut electrode was conducted and passed, indicating the cut electrode was ready for use. Continuity verification from the end of the energy cable to each electrode passed indicating energy delivery was ready for use. The housing was removed and the conductor wire did not appear to be crimped properly in the backend. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: the failure mode noted in failure analysis investigations is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the synchoseal instrument was plugged in and did not work. Initial report indicated a recognition issue. The procedure was completed with no reported injury.